Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error and was not able to deliver insulin as the insulin pump was not working. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer stated that the notification light did not immediately stop flashing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.